Event description:
It was reported that there was oversensing noted on a real time egm. Myopotential oversensing was suspected. Patient was asymptomatic. Programming changes were made. No complications were noted after programming changes. Patient was stable.